Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The target lesion was in the calcified left circumflex artery (lcx). The lesion had been predilated with a "2.59" maverick balloon. The physician had selected and attempted to advance a 3.5x12mm taxus express2 drug eluting stent to the target lesion, but it was unable to cross the lesion. The device was removed. The lesion was predilated with an unk type balloon. The physician attempted to advance the 3.5 x 12mm taxus express2 des to the lesion again, but it was unable to cross. The lesion was predilated a 3rd time with an unk type balloon followed by a 3rd unsuccessful attempt to cross the lesion. When the device was removed the 3rd time, it was noticed that the stent was not on the balloon. The stent had dislodged in the lcx. An unk type 2.5x15mm balloon as well as a 3.5x15mm maverick balloon was used to crush the stent against the vessel wall. A 4.0 x24mm liberte bare metal stent was deployed to cover the taxus stent and to treat the remainder of the target lesion. There were no add'l patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.